Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a button alarm occurred. Tandem technical support educated the customer to keep items from pressing on the button. There was no impact to the customer's blood glucose level as the pump was used as a demonstration pump.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable, as there was no device malfunction.